Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly, the customer required assistance from an ambulance to address bg level with glucagon shot. Reportedly, the customer contacted the healthcare provider to update the settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.